Event description:
It was reported that a fluid leak occurred on a portion of the device that would enter the body. A 1.50mm rotapro was selected for use in an atherectomy procedure to treat coronary artery disease (cad). During preparation, a saline leak was observed midway down the the tubing covering the burr and spring coil system. While testing outside the patient the burr was would rotate. The procedure was completed with another 1.50mm rotapro. No patient complications were reported.

Manufacturer narrative:
Device analysis by manufacturer: the returned product consisted of the rotapro atherectomy system. The device was put through functional and visual analysis, however the reported event was unable to be confirmed as the device was able to reach and maintain optimal speed with no issues or stalling. The fluid leak could also not be confirmed as there were no leaks identified with the sheath, and a steady drip was observed from the distal end of the sheath as intended by design.

Event description:
It was reported that a fluid leak occurred on a portion of the device that would enter the body. A 1.50mm rotapro was selected for use in an atherectomy procedure to treat coronary artery disease (cad). During preparation, a saline leak was observed midway down the tubing covering the burr and spring coil system. While testing outside the patient the burr was would rotate. The procedure was completed with another 1.50mm rotapro. No patient complications were reported.